Manufacturer narrative:
Reported event: array clamp and array broke when tightening.case type: tha, surgical delay: 2 minutes update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened." Product evaluation and results: visual inspection : could not be completed as the product was not returned for a functional inspection. Product history review: review of the product history records indicate 100 devices were manufactured under lot no 19161016 and accepted into final stock on (B)(6) 2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to (B)(4), lot number 19161016 , shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not returned. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Array clamp and array broke when tightening. Case type: tha. Surgical delay: 2 minutes. Update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Array clamp and array broke when tightening. Case type: tha. Surgical delay: 2 minutes. Update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened."